Manufacturer narrative:
"Complaint summary: helpline support team reported that user is seeing information missing in the reports even the uploads are successful. Investigation/testing summary: an attempt was made to reproduce the issue by generating the csv and daily detail report for the provided user in carelink support application and observed that the reports were showing time change events for one of the uploaded days. To investigate further , retrieved the recent snapshots from carelink database and observed that the user has made a future time change. User made a time change on (B)(6) jan which made the data ambiguous for reports to be generated. Requested user to update the pump date and time to current date to resolve this issue for future. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause of the issue is due to the future time change event made on the user pump. Analysis summary: we also observed that user has made a recent upload which was showing data in the reports as expected. Helpline updated that they have provided the information to the user. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated customer experienced report anomaly. Troubleshooting was performed but issue was unresolved and was escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application and will not be returned for analysis.